Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake (no further detail was provided). The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) amikacin (250 milligrams, every alternate day) and vancomycin (2 grams in 5 days, route not reported). The outcome of the peritonitis event was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, it was reported that the patient was no doing well, therefore the patient¿s peritoneal dialysis catheter was removed. Subsequently the patient passed away. The cause of death was unknown. At the time of death the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.